Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not confirmed. Additionally, it was stated that e102 is an error that notifies cv when a light source device detects that the main lamp is turned off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, but there were no error codes present. However, the subject device did fail the inspection due to cosmetic damaged on the bottom of the front panel of the scope socket. Additionally, a screw and washer were missing from the lamp assembly, and the lamp meter was giving a reading of 100+ hours. It was also noted that the lamp did not have a sufficient amount of thermal paste applied and that could have caused the unit to overheat and display the reported error code. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting an e102 scope communication error during a diagnostic procedure. According to the initial reporter, the staff turned the unit off then back on, and the error message went ahead. Reportedly, the procedure was completed using the subject device without any harm to the patient.